Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Customer gave a manual injection and changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.